Event description:
Following a procedure, a tte performed in the patient ward confirmed a pericardial effusion along the posterior wall and lateral wall of the left ventricle. The first tte was performed in the afternoon showing traces of separation. A second tte was performed in the evening showing a slight progression, however no treatment was required. The following day a third tte showed no further progression. The patient was discharged with no symptoms. The patient remained stable, asymptomatic, and showed no progression during a follow-up visit. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the procedure there was a pericardial effusion along the posterior wall and lateral wall of the left ventricle. The patient was stable with no progression at follow up.